Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for the event. The cause, treatment, patient outcome and action taken with pd therapy were not reported. The patient subsequently patient passed away. The cause of death was due to septic shock. It was not reported if an autopsy was performed, if therapy was ongoing prior to death, or if the patient was performing therapy at the time of death. The reporter declined to provide additional information.